Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k073231.

Manufacturer narrative:
Follow-up #1 (08/31/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated ((B)(6) 2011) by lifescan product analysis with the following findings: the primary complaint was not confirmed. However, upon performance testing with control solution lfs product analysis observed that the meter did not fill was and no assignable cause was found (ecs-dnf nac). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because apply sample was not resolved with troubleshooting.